Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error, including: light sensor calibration: the ¿light sensor calibration¿ alarm is displayed if the platelet sensor is not able to calibrate itself. The three reasons this may occur are: (1) the user has not loaded the disposable set correctly, (2) the platelet sensor is dirty, or (3) the platelet sensor is too close to an external light source. (1) if the disposable set is not yet installed, install it according to the instructions in chapter 2: installing the disposables. Make sure that the platelet cuvette is securely in place and that the valve assembly is properly mounted. (2) if the alarm is still active, clean the platelet sensor, then reinstall the disposable set. (3) ensure that the platelet sensor is at least 1 meter (3 feet) from all external light sources. The complaint allegation was not confirmed, and no evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/17/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge eye/light sensor error won¿t go off. This occurred during a bmac procedure where the tubing was not loaded. They cleaned the sensor.